Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed. It was reported that the small ø6.5mm ball spike was found broken in the sterile processing department (spd). The handle on the returned device was found to be broken with fragments missing. The handle is slightly worn and the shaft shows some slight surface wear which does not impact functionality. The shaft appears to have been taped at some point and some adhesive remains. The device is otherwise in good condition. The returned device shows no issues with the dowel pin, therefore the mrr is deemed not relevant to the complaint. No definitive root cause was able to be determined. The complaint condition is most likely related to 8 years of use and sterilization cycles. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part #sd398.003, lot #5755090. Release to warehouse date: jun 03, 2008, supplier: (B)(4). Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. One (1) materials record report (mrr) was created on jun 02, 2008 for handles pinned badly. Mrr states out of tolerance conditions will not affect assembly to handle, and deemed use as is. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small ø6.5mm ball spike was found broken in the sterile processing department (spd). There was no patient involvement and no additional information available. This report is for one (1) small ø6.5mm ball spike. This is report 1 of 1 for (B)(4).